Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, explant and exchange for shorter lens. Conclusion code: off label use (acd<3.0mm). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+1.5/082 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and exchanged for a shorter lens. The lens exchange resolved the problem. The patient's post-op best-corrected visual acuity was 20/20-2.

Manufacturer narrative:
The lens was returned in a lens case/vial. Visual inspection of the returned product found the haptics bent. There was evidence of clear surgical residue on the lens. (B)(4).